Manufacturer narrative:
The customer confirmed that results on the c111 were now matching results on the c311.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received questionable ise indirect na, k, cl for gen.2 results on the cobas c 111 analyzer. This has been an intermittent issue since (B)(6) 2017. The customer provided examples of the questionable results for a patient sample. Of the questionable results one example had erroneous results for na on the c111 analyzer serial number 60499. The initial na result was 134.5 mmol/l and the repeat was 141.0 mmol/l. Repeat testing was performed on the cobas 4000 c (311) stand alone system and was believed to be correct. The customer performed maintenance and activated with serum on the c111. The same sample was repeated with a na result of 139.5 mmol/l on the c111. The erroneous result was not reported outside the laboratory and there was not adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer found faulty na, cl, and reference electrodes. He found the electrodes were under proteinized due to the low volume of use as a backup analyzer. The customer replaced the na, cl, and reference electrodes and the c111 analyzer is correlating closer to the c311. The customer will run multiple patient samples per day to keep the electrodes conditioned and proteinized. The field application specialist suggested the customer run multiple patient samples along with quality control to keep the ise electrodes conditioned.